Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds. On (B)(6) 2024, the lead was capped and replaced. The patient was discharged.